Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Sales rep reported a right hip revision due to pain.

Manufacturer narrative:
Additional information: weight; weight units; executive summary. An event regarding pain was reported. Pca stem loosening was identified through the medical review. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the unknown femoral head and no indication in the medical review to suggest an issue associated with the device under the scope of this investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported a right hip revision due to pain. It was noted on review of the medical review that a pca stem was loose.